Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the patient woke up with a blood glucose of 550 mg/dl. The reporter indicated that the pump was showing that the cartridge had 150 units in it and the cartridge plunger was pulled back to 150 units but the cartridge was empty. The reporter confirmed that there was no wetness on the cartridge or in the compartment and the reporter indicated that it did not appear that there was ever insulin in the cartridge. The reporter filled a new cartridge and placed it in the pump and the pump primed appropriately. This report is made based on the allegation that the patient experienced hyperglycemia associated with the insertion of an empty cartridge into the pump.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.